Event description:
It was reported that while the pt was hospitalized, she needed a refill. The reason for the hospitalization was not specified. Per this reporter, "someone was sent to the hospital to fill the pump." Five days later, the pump was empty; the actual residual volume was less than the expected residual volume. The pt experienced withdrawal, "so a pocketfill was ruled out." The pt was "fine now."

Manufacturer narrative:
(B)(4).